Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5083133) on 05-feb-2019. The most recent information was received on 16-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and infection ("frequent infections") in an adult female patient who had essure (batch no. A02556) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion disability), anxiety ("anxiety"), feeling abnormal ("foggy brain") and cyst ("cyst"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection, anxiety, feeling abnormal and cyst outcome was unknown. The reporter considered anxiety, cyst, feeling abnormal, infection and medical device removal to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Lot number: a02556, manufacture date:2012-04, expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5083133) on 05-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and infection ("frequent infections") in an adult female patient who had essure (batch no. A02556) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion disability), anxiety ("anxiety"), feeling abnormal ("foggy brain") and cyst ("cyst"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection, anxiety, feeling abnormal and cyst outcome was unknown. The reporter considered anxiety, cyst, feeling abnormal, infection and medical device removal to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.